Event description:
It was reported that the patient presented during clinical follow-up, symptomatic of dizziness. Upon interrogation, it was noted that the right ventricular lead exhibited high capture threshold and noise oversensing. The reported lead was explanted and replaced on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported events of failure to capture and noise over-sensing were not confirmed. As received, a complete lead was returned in two pieces for analysis. Electrical test, x ray examination, and visual inspection did not identify any anomalies.